Event description:
It was reported, the camera head had a connection error. The issue occurred, during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: communication error e224. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. The following additional reportable malfunction was identified during the device evaluation: rusted pins in the cable connector. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the camera head had a connection error. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a connection error. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.